Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Review of the provided image is consistent with the reported complaint of thermal damage. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the user was using this instrument from the beginning. The instrument and cable were connected correctly, and it was connected to the vio3. The damage was caused by using vio3 with double bipolar. The instrument was inspected prior to the start of the procedure and no damage was observed. There was no injury to the patient.